Manufacturer narrative:
The service engineer evaluated the ventilator and the customer reported condition was not confirmed. The service engineer instructed the customer on service mode testing. The ventilator passed performance verification testing, short self-testing, and extended self-testing.

Event description:
It was reported that the ventilator went into safety valve open. The ventilator was not on a patient at the time of the event.